Event description:
We didn't wish to get involved with the on-line form, so we are writing a letter instead. We are very interested in receiving info from your recent hearings dealing with lasik surgery. My wife is a victim of this horrible procedure. Six years ago, she underwent lasik surgery on both eyes. The results were no help with vision and ongoing pian in her right eye. We consulted with the top ophthalmologists regarding treatment for this excruciating pain with no help. Basically, the answers were "we don't know what to do to relieve your condition." We ended up going to another state to see a dr, who we located thru the internet. His diagnosis was basically dry eyes and unequal distribution of tears over the surface of the eye. He recommended resurfacing the eye with placenta material at a cost for his fee and outpatient fee at the hosp. This procedure had very positive results and alleviated the pain, but it didn't last. The pain came back in 3-4 months. We are now back to square one with intense pain. Please send us minutes of these hearings or any reports derived form the hearings as prescribed by the freedom of info act. Thank you.